Manufacturer narrative:
Unable to power on device, verify serial number, or perform displacement test due to broken battery tube threads. Insulin pump was received with scratched case, broken battery tube threads, cracked case behind the insulin pump near the battery compartment, pillowing keypad overlay, serial number label missing, cracked retainer, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that there was a crack on the battery compartment. They did not know how the damage occurred. The insulin pump would not work. The customer¿s blood glucose level was 102 mg/dl. The device will be replaced and returned for analysis.